Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. The customer was taken to the emergency room (ER) and reported a blood glucose (bg) of 40 mg/dl. They were treated by consuming gelatin to address the low bg. The customer was released from the ER after 6 hours in stable condition with a bg of 120 mg/dl. No additional patient or event information was available.